Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple, intermittent cartridge alarms (cartridge alarm 19) with multiple cartridges during basal deliveries. The customer could not recall their past blood glucose (bg) level during this event; current bg level was 360 mg/dl and a manual injection was administered to address the bg level. The customer was to attempt to load a new cartridge onto the pump; the customer declined a follow-up call to ensure they successfully loaded the cartridge. The customer reported that the pump would continue to be used for insulin therapy and manual injections were available if necessary.